Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that falsely elevated enzymatic carbonate (eco2) results were obtained on two patient samples on a dimension exl 200 integrated chemistry system. Quality control (qc) was out of the range on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse inspected the instrument, verified and cleaned all drain and probe, performed alignment checks on both the sample and reagent probes, verified cuvette height, found the sample syringe was loose and unable to move, replaced the sample syringe and all the other syringe tips, primed pumps, ran system check and qc, which passed. Siemens evaluated the event and determined that a malfunctioned sample syringe potentially contributed to the falsely elevated eco2 results. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that falsely elevated enzymatic carbonate (eco2) results were obtained on two patient samples on a dimension exl 200 integrated chemistry system. The initial results were reported to the physician(s), who questioned the results. The samples were reprocessed on an alternate dimension exl integrated chemistry system. The repeat results were reported as the correct results to the physician(s). There are no known reports of patient intervention or adverse health consequences due to this event.